Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd q-syte¿ device had foreign particles in it. The following information was provided by the initial reporter: "it was reported via survey response that the clinician experienced particulate embolism (1). Per customer's response on 3/25/2021: nobody was hurt, I wish I was of more assistance but do not know exact details."

Event description:
It was reported that the unspecified bd q-syte¿ device had foreign particles in it. The following information was provided by the initial reporter: "it was reported via survey response that the clinician experienced particulate embolism (1). Per customer's response (B)(6) 2021 no body was hurt, I wish I was of more assistance but do not know exact details".

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. The DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.